Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator freezes up during ops check at the charge button step. There was no pt involvement.